Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(4) as documented in the repair reports. Initial qa inspection of the a.t.s. 3000 tourniquet on (B)(6) 2018 revealed that the liquid crystal display (lcd), main printed circuit board (pcb) and battery were all damaged. The lop cards were missing from the device. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the central processing unit (cpu) board, display assembly, battery, and missing hardware. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since there was no noise mentioned during initial inspection. There was also no mention of blowing fuses or capacitors. The root cause of the very mild explosive sound, internal fuse blowing and the capacitor having a problem was due cannot be specifically determined with the provided information. There were no noises, fuses or capacitors mentioned during initial inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the equipment will give off a very mild explosive sound whenever it is turned on the wall power. The internal fuse at the incoming power will also blow. The capacitor was giving a problem in that it seemed to have "burst" every time a new fuse was used and turned on. A burning smell was noticeable. There was no patient involvement. The issue was during a biomedical check-in workshop. No adverse events were reported as a result of this malfunction.